Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding / heavy uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / occasional dyspareunia"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("extreme fatigue"), arthralgia ("joint pain"), headache ("headaches"), abdominal distension ("severe bloating") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, arthralgia, headache, menometrorrhagia and allergy to metals was resolving and the uterine haemorrhage, dyspareunia and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, dyspareunia, fatigue, headache, menometrorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results: the pathology report dated (B)(6) 2016, states that the right and left fallopian tubes both had focal mild chronic inflammation and identified the essure coils. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including severe pelvic pain and heavy, abnormal uterine bleeding. A laparoscopic bilateral salpingectomy to remove essure was performed approximately 2 years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this present case, consumer presented the events after essure insertion and surgery to remove essure was required. Considering events' nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding / heavy uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia / occasional dyspareunia"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("extreme fatigue"), arthralgia ("joint pain"), headache ("headaches"), abdominal distension ("severe bloating") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, arthralgia, headache, menometrorrhagia and allergy to metals was resolving and the uterine haemorrhage, dyspareunia and abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, dyspareunia, fatigue, headache, menometrorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results: the pathology report dated (B)(6) 2016, states that the right and left fallopian tubes both had focal mild chronic inflammation and identified the essure coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including severe pelvic pain and heavy, abnormal uterine bleeding. A laparoscopic bilateral salpingectomy to remove essure was performed approximately 2 years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this present case, consumer presented the events after essure insertion and surgery to remove essure was required. Considering events' nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.